Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab rupture with entrapment". Additional information states that removal required surgical cutdown of right femoral artery. Iab catheter was not replaced as the patients course of therapy had changed.

Event description:
It was reported "iab rupture with entrapment". Additional information states that removal required surgical cutdown of right femoral artery. Iab catheter was not replaced as the patients course of therapy had changed.

Manufacturer narrative:
(B)(4). The reported complaint that the "iab rupture with entrapment" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.